Manufacturer narrative:
Product investigation completed. Returned product consisted of a watchman delivery system. The device was bloody, with the blood flushed out from the sheath during the lab analysis. The core wire, tip, sheath, hub/valve were microscopically and visually inspected. Inspection revealed tip damage (misshapen/tricuts slightly flared/abrasions), sheath kinks located 8cm and 71cm from the tip, and sheath damage (slightly flattened at markerband area). Inspection of the rest of the device found no other damage or irregularities. The device could not be functionally tested, as the implant was left in the patient.

Event description:
It was reported that the closure device detached from the core wire prematurely. A watchman access system (was) was positioned and a 27 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The closure device was initially deployed too distal in the laa and was partially recaptured. After the second deployment the closure device landed too proximal and a second partial recapture was attempted. During this recapture attempt, per physician the core wire "snapped" and the closure device prematurely detached from the core wire. The closure device was assessed and all release criteria were met determining the device was adequately stable. The device was left in place. No patient complications occurred. Patient was discharged home the following day.

Event description:
It was reported that the closure device detached from the core wire prematurely. A watchman access system (was) was positioned and a 27 mm watchman laa closure device and delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The closure device was initially deployed too distal in the laa and was partially recaptured. After the second deployment the closure device landed too proximal and a second partial recapture was attempted. During this recapture attempt, per physician the core wire "snapped" and the closure device prematurely detached from the core wire. The closure device was assessed and all release criteria were met determining the device was adequately stable. The device was left in place. No patient complications occurred. Patient was discharged home the following day.